Manufacturer narrative:
The device was received deployed. During investigation, the exposed portion of the soft cannula was observed to be stretched. The observed stretched soft cannula was confirmed via out of specification measurement taken of the entire soft cannula length. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The timing and cause of the damaged soft cannula could not be determined. The fluid path was manually occluded, and no signs of leakage were observed. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, lockdown. Cloud - omnipod 5 software app version 2.0.0. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware, n5004l. Cloud - cgm sensor type l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level reached 16.4 mmol/l (295 mg/dl), while wearing the pod between 5 and 24 hours. They reported when the pod was removed from the infusion site (arm), the pod was found to have been leaking. The patient was able to resume treatment with a new pod.